Event description:
A patient underwent open surgical repair for a thoracic aortic dissection. The dissection continued to propagate. In 2005, a gore tag thoracic endoprosthesis was implanted. However, the patient developed retrograde profusion from multiple fenestration and dilation of the dissection. In 2007, the patient underwent a second surgical repair. It was reported that the patient tolerated the procedure and that the event was not related to the gore tag thoracic endoprosthesis.